Manufacturer narrative:
Initial reporter city: (B)(6). Initial reporter state: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 25 minutes after starting treatment with a revaclear 400, the patient experienced itchy throat, chest tightness, and a drop in blood pressure from 188/99mmhg to 93/39mmhg. Ultrafiltration was immediately stopped, and blood flow was reduced to 200ml/min. Medical intervention was provided which consisted of nasal catheter oxygen inhalation, intravenous injection of dexamethasone (5mg) and a reinfusion of 0.9% normal saline 600ml. After nine minutes, the blood pressure gradually rose to 110/62mmhg, 19 minutes later, the blood pressure was 131/76mmhg, and the blood oxygen saturation was 99%. The patient still complained of chest tightness and throat itching. The blood was discarded, and the dialyzer was replaced. After adequate flushing an additional intravenous injection of dexamethasone (5 mg) was administered, the symptoms gradually disappeared, and the treatment was resumed with no further issues. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.